Event description:
The patient's husband reported an infusor which leaked from the junction of the tubing and the luer during patient infusion. The solution contacted the patient's skin, the patient's dog, and the patient's bed as a result of this incident. The patient reconnected the tubing and continued the infusion. The device was filled with a solution of fluorouracil and 5% dextrose. This condition interrupted therapy and breached the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information received from the facility on (B)(4) 2011: this incident was not caused by the infusor. If the junction of the luer would have broken, the patient would not have been able to reconnect and continue infusion. The facility suggested that this incident was a separation of the patient line from the device, which may be an error by the nursing staff. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.